Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via a news article being injected in the lips with an unspecified dermal filler and botox®. The patient reported ¿swelling¿ and that their face was ¿about to explode¿ and had a ¿painful flare-up and swelling around the face,¿ leading doctors to believe they had a ¿deadly blood infection.¿ the patient was diagnosed with ¿bacterial skin infection.¿ chunks of toxic material were removed. The patient expressed concern about being injected with silicone or a dangerous substance.